Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes) h10, h11. Corrected fields: d5, h6 (evaluation result codes, evaluation conclusion codes).

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit's screen was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse valuated the iabp unit and was able to reproduce the reported issue. The fse cleaned the board connection of the display, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit's screen was flickering. There was no patient involvement, and no adverse event reported.